Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that while mapping in the ventricle it was noted that the rvlp helix had become stretched. The rvlp was removed from the body, and it was noted that the helix was unable to be retracted. The physician elected to complete the procedure with a different rvlp. There were no patient consequences.